Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from the date of manufacture 04/23/2012 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200152195 for switch out of specification which does not correlate to the customer reported issue.

Event description:
The customer reported the device failed pm. There was no patient involvement reported.